Manufacturer narrative:
The received sample was found in an inner blister including cover foil. It was protected with bubble wrap. The sample was visually inspected with the aid of a photomicroscope at various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose and blocks the forceps from activating. The device history record for the affected lot was reviewed by the manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The complaint history was reviewed two years back. It showed 20 comparable complaints. No adverse trend was observed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. Based on the available data, this is a single event for this finished product lot. The currently valid risk analysis considers the possible risks related to the reported event. With this case and 20 related complaints within a time range of 24 months, the likelihood of occurrence of the hazard, that may cause a patient harm, is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there were no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A purchaser reported that an ophthalmic forceps became locked in the closed position during surgery. There was no impact to the patient. Additional information received clarified that the forceps stuck closed during a retinal surgery. The closed forceps were successfully removed from the eye. An alternate forceps was obtained in order to complete the procedure. No additional information can be anticipated for this report.